Manufacturer narrative:
The following fields were updated: g4, g7, h2, h4, h6, h10. This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The instructions for use contains the following statements: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected.¿ ¿during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle. Also, do not activate the output, while torque is applied to tissue over the handle, in this instance release the torque, re-grasp the tissue and re-activate output. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ the review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. While a definitive root cause could not be confirmed, it is likely the reported event occurred as a result of unintentional user error. 1. The distal end of the tissue pad was peeled away because the customer performed output while grasping nothing (including the case the user kept activating after cutting tissue). 2. The peeled tissue pad was broken off due to the some force added to the tissue pad. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Due diligence was executed for this event. Additional information is not available for the event as yet. Event date is not known. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during an unknown procedure the device had the jaw break or the teflon pad fall off. There was no reported harm or adverse impact to the patient.